Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that there was crack on the rim of the minicap. All box dimensions of the sample received were measured, and there were no issues noted. Functional testing was performed, and a leak was observed from the cracked cap during leak testing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a returned sample, it was discovered that there was a crack on the rim of a minicap. The minicap had been returned for evaluation after the customer observed an issue during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.